Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient's infusion set came off early, due to poor patch adhesion and she felt sick as she was not getting any insulin from the infusion set. At the time of this event, patient does not remember exactly but her blood glucose level was in the 800's mg/dl. Subsequently, on (B)(6) 2019, she was hospitalized for diabetic ketoacidosis immediately. She had high ketone levels, which her health care professional assessed as dangerous/life threatening. She was transferred to the intensive care unit, where they put her on a ventilator and a different insulin pump which resolved the issue. The infusion set had been in use for less than three days and the patient did not notice any damage when the package was first opened. On (B)(6) 2019, the patient was released from the hospital with no permanent damage to her. No further information available.